Event description:
During an atrial fibrillation procedure, the ep-4 stimulator did not pass the self-test and the procedure was delayed by an hour. The issue was resolved by restarting the ep-4 stimulator multiple times. There were no patient consequences.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One workmate¿ claris¿ ep-4¿ cardiac stimulator was received for evaluation. Visual inspection revealed no physical damage to the connectors, switches, or labels. All mounting hardware was secure. Signs of normal wear over time were observed on the exterior chassis. Power was applied to the returned stimulator and was connected to a known good ep-4 touchscreen. An unsuccessful post (power on self-test) was observed indicating a failure at all four channels, confirming the field reported event. This is consistent with abnormal functionality of the single board computer (sbc) assembly. Based on the information provided to abbott and the investigation performed, root cause of the field reported event was successfully isolated to abnormal functionality of the single board computer. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.